Event description:
Related manufacturer reference number: 2017865-2022-38767 during a remote follow-up, noise that resulted in oversensing was observed on the right ventricular (rv) and right atrial (ra) leads. Insulation damage was suspected but was not confirmed. Provocative testing was performed and the lead noise was reproduced. A revision procedure was anticipated, but no intervention was performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that provocative testing was performed and the lead noise was reproduced. The rv lead was capped and replaced to resolve the event. During the revision procedure, lead damage was confirmed visually. The patient was in stable condition.